Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is fully crimped under the outer shaft, i.e., the outer shaft has not been retracted. Inspection of the device revealed no damage or irregularity. In the as-returned state the red safety button at the handle was in the locked position. During the technical investigation the safety button was unlocked, and the stent was successfully released. Review of the production documentation for the product detailed above confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of the axillary artery. The device was inserted through left arm for a radial approach, but the stent did not deploy. The device was removed from the patient.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of the axillary artery. The device was inserted through left arm for a radial approach, but the stent did not deploy. The device was removed from the patient.